Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer reported that he woke up in terror, in panic and disoriented. The customer stated that the insulin pump did not have any blood glucose readings for three hours prior to the hospitalization. The customer's blood glucose level was 70 mg/dl at time of hospitalization. The customer treated himself with a manual injection. The customer said that the sensor graph was blank overnight but began transmitting in the morning. Explained to customer that he did not have a calibration for over twelve hours. Advised customer that he needs to calibrate in order for values to appear on sensor graph. Customer was wearing the insulin pump at time of hospitalization. The customer stated that he had blood at the insertion site during previous insertions. Advised that blood at site is fine as long as there is no pain, the bleeding has stopped and blood does not get into the transmitter. Nothing further reported.